Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for the aviva system.

Event description:
Customer reportedly received results of 10 mmol/l on the mobile system and 3.8 mmol/l on the aviva system within 10 minutes. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device.